Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain, pyrexia and cloudy pd effluent. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for peritonitis. The same day as the event onset, the patient was treated with vancomycin (intraperitoneal, for 2 weeks) and ceftazidime (intraperitoneal, for 2 weeks) for peritonitis. At the time of this report, the patient has "recovered with sequelae" from the event. The pd catheter was removed and the patient was switched to hemodialysis 10 days after the event onset. No additional information is available.